Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support for urgent revascularization. It was reported that the impella cp was inserted and started but explanted shortly after due to growing hematoma concerns. During the (pci) sheath and impella sheath exchange hematoma was revealed, patient became hypovolemic and unstable. Hematoma expression, contralateral 10x80 percutaneous transluminal (coronary) angioplasty balloon inflated to control bleed. Percutaneous stent graft placed but still required transfer to vascular operating room for right common femoral artery repair.

Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The root cause of the vascular damage issue was not determined since product was not returned and not much information is provided in the clinical description. This report is being filed as part of a retrospective review of historical records. Corrected information provided in d6a and d6b.